Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer sent e-mail stating a brush head snapped while he was brushing his teeth; he did not know what broke, but the brush no longer moved. No injury was reported.